Event description:
Per medwatch: pt had renal colic. To operating room for cystoscopy, rpg's and stone basket. Md used pfister-schwartz stone retriever 6-wire basket, without filiform tip. He was unable to pull basket out of the left ureter. A 4.8x24 double j stent was inserted into left ureter and stone basket was left in left ureter. Pt was admitted for observation. On 11/00 the pt had the product successfully removed via cystoscopy.